Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer stated their insulin pump was defective, causing them to have high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of admission. It was also found the customer had no delivery alarms prior to their hospitalization. Customer also reported they had disconnected from the insulin pump 30 minutes prior to their hospitalization because it was not delivering insulin to their body. The customer declined to troubleshoot for the no delivery alarms and requested a replacement insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.